Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac power only. The battery was incapable of powering on the unit. The unit was able to engage in monitoring using a masimo test module and finger/sensor. The unit alarms both audibly and visually when a finger is removed from the sensor and the sensor is removed from the system. The battery could not be charged to expected levels. The test report indicated that the battery level was too low to charge due to a defective battery. The battery was replaced and the unit functioned as designed.

Event description:
"Customer states that the charging mechanism is not functioning properly. Rad-8 monitor will only power on with ac power connection, and powers off shortly if not plugged in. Monitor is continuously charging overnight. Battery charging green light illuminates when plugged in". No known impact or consequence to patient.